Event description:
The customer reported the system failed to fluoroscopy. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections to the image processor and monoblock were all reseated. The system was then found to be operating as intended.